Event description:
It was reported that the infusion device shut off without first providing an error or alert message during the night. The patient experienced an elevated blood glucose level of 18 mmol/l. The patient replaced the battery and the device displayed e8 (power interrupt) and the device required time and date to be reset. After setting the time and date, the device shut off again. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.